Manufacturer narrative:
The cage was implanted and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. No definitive conclusions can be made. However, the damage is likely the result of the application of atypical force upon the cage during insertion. As noted in the accompanying IFU, excessive torque when applied to long handle insertion tools, can cause splitting or fracture of the carbon-fiber implants. At this time, the complaint is considered to be closed. Device remains in patient.

Event description:
Contact reports that the leopard cage was cracked during insertion. The cage was already in the disc space when the crack was noticed and a decision was made to leave the device in place.